Event description:
The technologist was preparing to perform an axilla image on a patient supine on a gurney. While positioning the detector near the patient's axilla, the detector separated from its mount, falling to the gurney. Neither the patient nor the technologist was injured.